Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that flap was not well coordinated (lower flap, cutting center was slightly above, flap was off center), corneal edema, loss of suction and blurred vision with unknown post-operative best corrected visual acuity in the right eye of a patient, after lasik surgery.

Manufacturer narrative:
Additional information provided in d.4., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified after the surgery date. Latest preventive maintenance and confirmed system meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed six treatments further energy check on that day. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows from the vacuum times that the total treatment duration was around two minutes and thirteen seconds. The surgeon missed vacuum one three times and vacuum two twice. Suction ring and patient interface were docked three times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The reported docking issues could be confirmed during logfile review. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The provided treatment report shows the docking was decentered, and it seems that the surface was not fully applanated. There seems to be liquid under the patient interface, and the canal is not visible. Multiple dockings and the long suction time, possible presence of fluid between eye surface and applanation cone in combination with hundred and ten-micron flap can lead to the described event. However, there is no indication of a device malfunction, most probable root cause is user handling. The root cause could not be determined conclusively; most probable root cause is user handling. The manufacturer internal reference number is: (B)(4).